Event description:
A patient reported experiencing inaccurate erratic results with a one touch ii meter. The patient's blood glucose results were 40 and 160 mg/dl. Tests were done within 10 minutes. Patient did not experience any adverse events. No further information has been reported.